Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 2.9; lab:1.89. Tests were performed simultaneously. Therapeutic range: 2.5-3.5. Patient self tester reports using a venous sample and strips that are past their expiration date for testing.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed on the reported lot number while the strips were still within expiration. Retain strip testing results met both accuracy and repeatability criteria while the strips were within expiration. The product performed as expected and no product deficiencies were observed. The customer utilized expired inratio strips during testing, was on IV heparin, and used venous sample on the inratio meter. The customer's off-label use may have contributed to the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.